Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in cardiogram procedure when the issue occurred, and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk was full. The fse recreated the image store. After recreating image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform exposures. The system was inside of clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.